Event description:
It is reported that a post-op x-ray revealed that the tip of the mis broach handle broke off and was found in the pt. In 2006, the pt was brought back to the operating room where the small boot was removed via local anesthetic and a hemostat.

Manufacturer narrative:
This report will be amended when our investigation is completed.